Manufacturer narrative:
Product analysis #(B)(4): verified complaint that mixer knob was too stiff to rotate, serial number: (B)(4). The knob was difficult to adjust between 21 and 50 only, with and without oxygen applied. The unit was disassembled and shows foreign material within the mixer, internal cylinder and diaphragm. The root cause of the foreign material may stem from missing filter. Found low readings throughout testing with known good ht70 and pts2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the oxygen knob was not able to be adjusted. Ventilation was not interrupted. The patient was removed from the ventilator. The ventilator was evaluated and the oxygen mixer was replaced. There was no harm to the patient as a result of the event.

Event description:
It was reported that, during patient use, the oxygen knob was not able to be adjusted. Ventilation was not interrupted. The patient was removed from the ventilator. The ventilator was evaluated and the oxygen mixer was replaced. There was no harm to the patient as a result of the event.